Event description:
It is reported that; the tip of the screwdriver broke during surgery. Replacement was available. Nothing felt in to patient site.

Manufacturer narrative:
The reported device was confirmed visually to have the distal tip with a missing pin that held the collet screwdriver ring to the tip. Manufacturing files were reviewed and no manufacturing issues were found for this lot number. Manufacturing review revealed that the instrument was manufactured and released in 2010. The likely root cause is normal wear of the instrument.

Event description:
It is reported that; the tip of the screwdriver broke during surgery. Replacement was available. Nothing felt in to patient site.